Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that CT scan was performed and found breakage between the catheter and the port, the catheter had migrated to the right atrium. Both the port and the catheter were removed by interventional radiology. There was no reported patient injury.

Manufacturer narrative:
Additional information was received which required an additional supplemental emdr report to be sent to the FDA: adverse event/product problem, event description, and corrected manufacturer.

Event description:
It was reported that CT scan was performed and found breakage between the catheter and the port, the catheter had migrated to the right atrium. It was further reported that both the port and the catheter were removed by interventional radiology. There was no report of patient injury post removal procedure.

Event description:
It was reported that CT scan was performed and found breakage between the catheter and the port, the catheter had migrated to the right atrium. Both the port and the catheter were removed by interventional radiology. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one m.r.I. Lp port with 7 fr s/l groshong catheter was returned. A microscopic and tactile evaluation was performed. The device was returned in four separate segments, (port body, cath-lock, catheter and broken port stem segment). The port stem was noted with a circumferential break noted with jagged features and skiving. The port body and remaining portion of the stem was also noted with skiving. The original report did not mention a broken stem and it is unknown if device handling during explant contributed to the observed condition of the sample. Therefore, the broken stem along with the evidence of sharp instrument damage throughout will be considered incidental. Based on the condition of the return sample and the lack of images or medical records, the investigation is inconclusive for catheter beak with migration. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include flexural fatigue and/or over-pressurization; however, the returned sample condition prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.